Event description:
Caller reported that battery of t:slim x2 pump was not charging, and the screen remained dark, preventing device from turning on. There was no adverse impact to the customer's blood glucose level. Caller attempted troubleshooting steps involving different charging cables and wall adapters without success. As a resolution, technical support arranged for a replacement pump equipped with updated software. Caller was instructed to switch to multiple daily injections as a backup therapy and to return the non-functional pump to avoid charges. Furthermore, caller was advised to program settings and connect the cgm to the new pump.